Event description:
It was reported that the burr was stuck on the guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire within the guiding catheter. At the time of the first ablation, the advancer knob felt stiff to move, but the use was continued. The rotapro was attempted to be removed with dynaglide, however the rotapro stalled and could not be removed from the wire. The rotapro burr and the rotawire were removed from the body as one unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was returned without the burr loaded on it, therefore, no sign of jamming could be found. The body of the guidewire was kinked/bent measured from distal to proximal. Microscopic inspection observed the spring tip was bent.

Event description:
It was reported that the burr was stuck on the guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire within the guiding catheter. At the time of the first ablation, the advancer knob felt stiff to move, but the use was continued. The rotapro was attempted to be removed with dynaglide, however the rotapro stalled and could not be removed from the wire. The rotapro burr and the rotawire were removed from the body as one unit. No patient complications were reported.